Event description:
A report was received that the patient would undergo an explant procedure due to difficulty charging the ipg, frequent charging and not reaching a full charge. The physician believed the depletion to not be normal. The battery discharge log was reviewed and a significant drop in battery voltage was observed and the ipg was not parallel. It was noted during a previous procedure electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(4).

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient would undergo an explant procedure due to difficulty charging the ipg, frequent charging and not reaching a full charge. The physician believed the depletion to not be normal. The battery discharge log was reviewed and a significant drop in battery voltage was observed and the ipg was not parallel. It was noted during a previous procedure electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
The returned device was analyzed and the complaint was confirmed. The ipg was completely depleted; the device was charged in two charge cycles, and linked to a test remote control and the battery measured 4.05 volts. However, it would not link to a test remote control at a later time due to excessive current draw. The device was cut open and the internal inspection revealed excessive sleep current leakage and the impedance between vh and ground was low. These are the typical symptoms of analog ic damage due to exposure to high-voltage transients, causing internal shorts in the component. It was reported that bovi cautery was used during the lead replacement. The use of electrocautery resulted in the reported complaint.

Event description:
A report was received that the patient would undergo an explant procedure due to difficulty charging the ipg, frequent charging and not reaching a full charge. The physician believed the depletion to not be normal. The battery discharge log was reviewed and a significant drop in battery voltage was observed and the ipg was not parallel. It was noted during a previous procedure electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
Additional information was received that the patient underwent the ipg replacement procedure. During the procedure the physician noted that two contacts on the right lead were damaged and the lead could not be fully inserted. The physician assessed that the contacts may have been damaged/crushed when screwing during the original implant procedure. However, there were six functional contacts and the lead was left in place. The patient received better coverage and was doing well postoperatively. It is unknown if there was nerve tissue located under the damage electrode that matched the patients pain area or not. There is no issue with the damaged lead reported by patient. No further information can be obtained regarding the lead information. Additional suspect medical device component involved in the event: model #: ni serial #: ni description: artisan surgical lead a review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient would undergo an explant procedure due to difficulty charging the ipg, frequent charging and not reaching a full charge. The physician believed the depletion to not be normal. The battery discharge log was reviewed and a significant drop in battery voltage was observed and the ipg was not parallel. It was noted during a previous procedure electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).